Manufacturer narrative:
(B)(4).

Event description:
It was reported after a generator changeout procedure, lower out of range pacing impedance was observed. Defibrillation threshold testing during the procedure was normal. The lead was explanted and replaced. No adverse complications were reported. The patient condition is stable after the procedure.